Manufacturer narrative:
(B)(4). Approximate age of device - 6 months. The patient remains ongoing with the left ventricular assist device (lvad). However, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017, during the patient¿s clinic visit, a pump stoppage occurred when the lvad was connected to the power module. No alarms occurred when the process was repeated. The manufacturer¿s technical services representative reviewed the submitted log file and confirmed the reported pump stoppage. Submitted x-rays revealed no obvious areas of concern. The patient was provided an ungrounded power module patient cable for use while on power module support. On (B)(6) 2017, a distal end percutaneous lead (driveline) replacement was performed. The continuity test did not indicate any broken wires. After the replacement, the patient was placed back on a grounded power module patient cable and, approximately 30 minutes later, an additional pump stoppage occurred. An ungrounded power module patient cable was then used to connect to the power module, and no additional pump stoppages were observed. There was no reported adverse patient impact during the pump stoppage events. No additional information was provided.

Manufacturer narrative:
The report of pump stoppages was confirmed based on the evaluation of the submitted log file. The log file captured numerous low speed and pump stoppages while the patient was supported by the power module and patient cable. Based on our complaint history and similarly reported events, the data captured in the log files is potentially consistent with a compromised wire in the patient's percutaneous lead (driveline); however, a specific cause for the alarms could not be conclusively determined through the evaluation of the returned driveline. Approximately 17 inches of the external portion/distal end of the driveline was returned. An electrical continuity test of the returned driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. The patient remains ongoing on vad support using the ungrounded patient cable with no further reported issues. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.